Event description:
Baxter IV pump dispensed full contents of 100 unit regular insulin into patient in less than an hour, ( screen history on pump showed in excess of 80 units/ml should be remaining in insulin bag) reported to ICU nurse manager, and dr. Primary nurse/myself, and had pump setting witnessed and cosigned by second rn for verification of dosage and delivery, cosign nurse delayed acknowledgement. Patient then required frequent follow up fingersticks to monitor insulin bolus reaction for detrimental and possible life threatening result. Nurse manager dismissed pump error to primary nurse and nurse was reprimanded. It was discovered over a year later in proceedings of reprimand that pump settings were cosigned and a malfunctioning IV pump most likely remained in service without intervention. Brand of pump has alarming recall history for this and other malfunctioning serious events. Other information and documentation for this incident is available in paper form due to proceeding that it was initially nurse error. Patient stabilized and was transferred to another floor the following day. Concern that pump may have also malfunctioned with other patients. Several attempts by nurse to call attention to the issue not successful as patient and/ or family not complaining although may not have been aware of event and that there was no demise of patient. I checked on FDA interest in this type of situation and was only then aware of another way to try and have this issue taken seriously and looked into. This has been a very devastating ordeal for myself personally and professionally but gladly not physically for the patient to the best of my knowledge. Trusting the guardrail function in the pump and cosign safeguard procedure failed. Patient post code blue, covid positive, high risk group.